Manufacturer narrative:
Failure analysis found intermittent button response on the act button due to corroded keypad traces noted. Minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.(B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on the insulin pump were sticking and becoming unresponsive. Customer stated they had to press the buttons several times to enable a response. The customer reported the issue with the act button. Customer's blood glucose was 132 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.